Event description:
It was reported there was a loss of stimulation and a loss of therapeutic effect. The device was replaced. Information received about three weeks later indicated there were no incidents during the procedure. The surgeon was wondering about the short life time of the device and wanted analysis done. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and there was no telemetry and no output. No evidence of an internal mechanism for premature depletion was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is #3004209178. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated there was not a "specific issue" except that the device was exchanged for a new one.